Manufacturer narrative:
The battery was returned to the manufacturer for analysis. Analysis found that the battery initially measured 25.6 vdc and powered test fixture for more than 3 minutes. Upon full charge, battery powered the test fixture for 4 minutes. No fault found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system powers off immediately when unplugged from the wall after a full charge. No patient present. Troubleshooting.